Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to reseat the cubie drawer cable. A field service engineer troubleshooted and reseated medstation es full height cubie drawer and cubie drawer cable. Release all cubie pockets and removed multiple medicine packages. Test and release to customer. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer reported that the user was unable to remove the medication and also there was delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.